Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced low blood glucose levels. The customer suffered from losing consciousness due to the low blood glucose levels. The customer was also hospitalized due to heart problems and not due to low or high blood glucose levels or anything diabetes related. The customer was experiencing chest pains prior to the hospitalization. Troubleshooting was done. The customer was treated with very sweet juice for his low blood glucose levels. After troubleshooting, advised that the customer monitor the insulin pump and call back if any issues occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.